Manufacturer narrative:
On august 1, 2024, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth mod high xtra, 210cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body's individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent primary breast reconstruction with a 210cc mentor memorygel xtra breast implant on the left breast. Post-operatively, the patient was diagnosed, via physical examination, with left breast capsular contracture (baker grade iii). At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On may 2, 2024, mentor received additional information indicating the patient's ethnicity and race, and they have been populated.

Manufacturer narrative:
On july 5, 2024, mentor received additional information indicating that the patient's implants were replaced with the following devices: (left) 190cc mentor memorygel xtra breast implant catalog: smpx190 lot: 9762730 sn: (B)(6) and (right) 215cc mentor memorygel xtra breast implant catalog: smpx215 lot: 9981149 sn: (B)(6). In addition, the patient also suffered constricted breast deformity bilaterally, but more significant on the right breast. The left breast implant also had displacement. On (B)(6) 2024, mentor received further information indicating that during the revision surgery, the patient was diagnosed with bilateral breast deformities and bilateral breast capsular contractures. The patient underwent bilateral breast capsulectomy. On july 29, 2024, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This medwatch form is for the left breast prosthesis. Complications on the right breast/implant will be reported under mrn: 1645337-2024-08849.

Manufacturer narrative:
On may 28, 2024, mentor received additional information indicating that the patient has been scheduled for breast implant removal surgery on (B)(6) 2024. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture.